Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (370 mg/dl). Customer treated elevated blood glucose by delivering a bolus via the pump. Healthcare provider recommended adjustment to the pump basal rate to address the issue.